Event description:
It was reported that the implant at tooth site #19 was removed due to having a fractured screw. Coping screw broken inside of implant we need part #2224 and 2223. Could not removed the fractured screw from the implant so they removed the implant. Unable to seat abutment due to screw being broken inside.

Manufacturer narrative:
Zimvie complaint number cmp- (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6b: explant date unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided. H11: d10 - medical product - imp,tsv,4.1,11.5,mtx, mg catalog #: tsvt4b11 lot #: unknown / not provided.